Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer. Replacement charging supplies were sent to the customer to try and resolve the issue. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received.